Event description:
It is reported that in 2006, during a routine total hip arthroplasty, the surgeon was in the process of cementing the stem into the femoral canal. He was unable to disengage the femoral impactor from the stem. After the cement set, the surgeon continued to hammer on the stem/impactor construct until it was removed from the femoral canal. A new stem was opened and impacted into place in the existing cement mantle. The surgery took approx one add'l hour.

Manufacturer narrative:
This report will be amended when our investigation is complete.